Event description:
(B)(4). Had essure put in 2010, 3 months later I was bleeding heavily with huge clots. To the point of feeling weak, lightheaded. Bleeding through super tampons in 20 min. I developed stabbing pains on my right side, hip pain, joint pain, hand weakness, weight gain, bloating, mood swings, low sex drive.